Event description:
The patient contacted animas alleging that the subject pump would not power on. The patient reported that the alleged power issue began on (B)(6) 2011. There was no mention of symptoms or medical treatment received due to alleged issue. At the time of troubleshooting, the patient reported that he replaced the pump's battery; however, issue not resolved. The patient confirmed the pump's battery cap was secure and the yellow o-ring was not visible. The patient claimed the battery cap was replaced within last 6 months, per owner's booklet recommendation. The patient denied any damage to pump. There was no reported patient impact associated with this complaint; however, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump did not power up initially. The pump was flexed and placed on a hard surface and the pump powered on momentarily and lost power. The download and black box data were not available due to intermittent power. The pump was opened and a cold solder connection was found.